Manufacturer narrative:
As reported, the capsure fixation device fastener failed to fixate during mesh fixation, while about first two fasteners partially fixated the mesh. Based on the information provided to date and without the sample, no conclusion can be made. A review of the manufacturing records was performed and found the lot was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of 795 units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a laparoscopic umbilical hernia repair, the capsure fixation device failed to fixate the fasteners. It was reported that the initial two fasteners only partially secured the mesh. The loose fasteners were removed, and it was also reported that the fasteners were getting stuck in the handle and only deploying halfway. Therefore, the procedure was completed using a sorbafix enhanced fixation device. There was no patient injury.